Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failures error is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer's blood glucose level was unknown at the time of incident. Customer stated that they were able to successfully clear the alarm. The customer also reported that the insulin pump did not pass the self test. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.